Event description:
Physician received a letter from a pt stating pain and suffering as a result of the ancure implant. Pt was implanted in 2002 to treat an 8cm aneurysm. At 2nd follow up, a type ii (lumbar) endoleak was realized; however, the aneurysm had decreased in diameter and no intervention was performed. The pt sought another vascular surgeon who coil embolized the endoleak. A future scan revealed evidence of continued type ii leak, but the aneurysm maintained in diameter between 6.9 and 7.2 cm. The implanting physician indicated that the pt has a perfect graft and that the device is performing as intended. He told the pt that the leak was not related to the graft.